Event description:
The clinician reported that 2 months after the immediate dental implant was placed in ada site 5 in the patient's mouth, the implant did not achieve osseointegration in type IV bone. The clinician noted bone loss on the buccal and mesial, occlusal trauma, insufficient bone quality and sensitivity on the adjacent teeth. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.